Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the safety shield did not retract. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.